Event description:
Ptca pt. Sent "stuck" in l main. Could not retrieve. Pt to or for urgent CABG (would have required surgery due to high grade stenosis of the large proximal circumflex vessel) and three vessel cab stent remains in pt.